Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Medical records were denied. Product appropriateness and patient candidacy could not be fully assessed due to the absence of a pre implant CT scan. Using the sizing sheet for an assessment, product use might have been incongruent with the IFU due to the conical neck with a (B)(6) change in diameter. Cautionary product use conditions that might have contributed to this event included chronic renal disease and the allergy to contrast, and the resultant intolerance for contrasted surveillance. There was substantiated evidence of a stent graft event (complete component separation) and a type iiia endoleak. The secondary procedure of a bridge stent was successful, and the patient was discharged home on post-operative day two. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical assessment, a root cause for the reported issue could not definitely be identified, but off-label use, related to the conical neck with a (B)(6) change in diameter, may have been a factor. No device issue was identified during the investigation.

Event description:
It was reported that approximately 35 months post implant of a bifurcated device and an infrarenal aortic extension, the patient presented emergently to the implanting hospital complaining of pain, and a computed tomography scan revealed an endoleak due to components separation. The patient was transferred (from (B)(6) hospital) to arizona heart hospital where on (B)(6) 2014 the implanting physician added two additional infrarenal aortic extensions between the initial infrarenal aortic extension and bifurcated device, to resolve the endoleak. The patient tolerated the procedure well and was discharged two days later in good condition.